Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model # m-4800-01 serial # (b)(46)); smartablate generator (model # m-4900-07 serial # (B)(4)); smartablate pump (model # m-4900-08, serial # (B)(4)). (B)(4). Event description continuation: factors that may have contributed to the adverse event were a history of right-sided diaphragmatic paralysis secondary to a motor vehicle accident and severe lateral rotation of the heart. Physician¿s opinion regarding the cause of the adverse event was that it was not bwi product-related. Physician indicated that the tamponade may have occurred as a result of compressions. Patient was not tachycardic prior to cardiac arrest and the tamponade was not detected until 40 minutes into the code, after several rounds of compressions. Physician was unsure of what caused the patient to code and the cause of death. It was unclear if a perforation occurred since the pulmonary veins and pericardial sac appeared to be intact and no perforation was observed upon evaluation by the cardiothoracic surgeon. No autopsy was performed. No transseptal puncture was performed as the patient had a patent foramen ovale (pfo) through which the catheters were introduced into the left atrium. Sheath was a biosense webster preface 8 french. Generator settings included: power control mode at 30 watts (not titrated) with cut-off of 30 watts, temperature when adverse event occurred was 34°c with a cut-off of 45°c, and impedance was 113 ohms. Overall ablation time at the assumed site of injury (where the catheter was located at the time of the adverse event) was 1 minute and 11 seconds over 3 radiofrequency applications. Last ablation cycle time prior to the event was 8 seconds. Irrigated catheter flow was set at 17ml/min. No error messages were observed on biosense webster equipment during the procedure. Patient received anticoagulation during the procedure with activated clotting times maintained at 300-350 seconds. Medical history includes: right-sided diaphragmatic paralysis secondary to a motor vehicle accident and severe lateral rotation of the heart.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation under general anesthesia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis, in addition the patient suffered cardiac arrest requiring cardiopulmonary resuscitation/defibrillation/surgical intervention, and the patient expired. During the ablation phase, while working on the left superior pulmonary vein (but not actually applying radiofrequency at the moment of decompensation), the heart rate decreased to 30 bpm then the patient went into ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was initiated, medications were administered, and external defibrillation was performed without success. The first echocardiogram that was performed 20 minutes into the code revealed no tamponade and the second at 40 minutes into the code confirmed a tamponade. It was noted that several rounds of compressions had been performed and may have been the cause of the tamponade, particularly since the patient had been on heparin. Pericardiocentesis yielded approximately 500cc of fluid. The patient remained unstable. Cardiothoracic team opened the patient's chest, performed internal cardiac massage, and internal defibrillation. These interventions led to the patient's improvement. Pericardial sac was noted to be intact and no perforation was observed by the surgical team. Patient was stabilized and prepared for admission to the intensive care unit. At the time of complaint report, the heart rate was 110 bpm and the blood pressure was 117/80. It was noted that the patient seemed to have suffered an anoxic brain injury. Additional information was received that the patient expired on (B)(6) 2016.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation under general anesthesia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis, in addition the patient suffered cardiac arrest requiring cardiopulmonary resuscitation/defibrillation/surgical intervention, and the patient expired. The returned device was visually inspected upon receipt and reddish brown material seemingly dried blood was found at the luer hub area. An irrigation test was performed and the catheter failed, irrigation tubing was found filled with reddish brown material apparently blood; however no damage was observed on the irrigation tubing that might contributed to this condition. Per this condition, the force feature cannot be verified; however the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during irrigation test. The root cause of the occlusion in the irrigation tubing cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes since several inspections are in place to prevent the occlusion of the catheter from leaving the facility. The root cause of the tamponade and patient death remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.